Event description:
The hospital reported an issue with an intravenous administration set including the model 9527b multiport manifold. The nursing staff reported that while assembling the chemotherapy line to the manifold, one of the ports detached from the manifold. There were no pt complications reported as a result of the alleged event. The device was discarded by the hospital and not returned to the manufacturer for analysis. The lot number was not provided.

Manufacturer narrative:
Reference: (B)(4). Evaluation: the device was not returned to the manufacturer; however, this issue had already been identified and corrective actions implemented. Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.